Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-29, lot# n287380, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported there was no communication possible with the patient programmer or recharger. It was reported the patient last felt stimulation the day prior to report, and last recharged 3 weeks prior. Troubleshooting was performed but normal recharging could not be achieved. It was suspected the device was overdischarged, and it was noted the patient 'may have gotten to overdischarge before.' The implantable neurostimulator was rubbing the patient's rib cage and a revision was scheduled. Additional information received 2 days later reported the patient had the revision and was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the device wouldn't charge. It was noted that the current implantable neurostimulator location was causing discomfort.